Manufacturer narrative:
This ipg model was associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13877. The pt reported she felt heat and a burning sensation while charging her ipg. The pt stated the heat and burning sensation is on the right side near her ipg and the sensation is felt up to address rsd. The pt also stated she feels the sensation for a few days after charging. A new le charger was sent to the pt. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pt related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.